Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, damage during manufacture, materials, interactions with other devices, previously implanted stent, anatomy, calcification and tortuosity, or insufficient prep. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation during the procedure. Based on the info received with this complaint, a definitive cause for the reported balloon rupture cannot be determined; however, there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with moderate tortuosity and calcified, with 99% stenosis. A nc voyager 2.0 x 15 mm was used for post-dilatation after stent implant; however, the balloon ruptured on the distal marker during the second inflation, at 16 atm. The balloon was changed to another company's balloon of the same size and the procedure was completed with no pt effects. No add'l event or pt info is available.